Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that a request was made to have data from this implantable pulse generator analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The implantable pulse generator set elective replacement indicator due to battery capacity. Device replacement was recommended. This implantable pulse generator has been explanted at a surgical intervention. A new implantable cardioverter defibrillator was implanted at the same procedure. The explanted device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pulse generator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that a request was made to have data from this implantable pulse generator analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. The implantable pulse generator set elective replacement indicator due to battery capacity. Device replacement was recommended. This implantable pulse generator has been explanted at a surgical intervention. A new implantable cardioverter defibrillator was implanted at the same procedure. The explanted device has been returned for analysis. No adverse patient effects were reported.